Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported to have injected a patient in the anterior and lateral cheeks with 2 syringes of juvéderm® voluma® xc. About a year and 4 months later, the patient began with swelling under the right eye. Approximately a week later, the patient saw an optometrist who treated with keflex® for possible tear duct infection. There was no improvement with keflex®. About a week and a half later, the patient was seen by the injector with ¿multiple cystic lesions right eye 2 weeks along right tear trough¿. The injector ¿noticed swelling in left cheek, under left eye, left nasolabial fold, and left side of mouth radiating from corner. Slightly in the right nasolabial fold. Bilateral malar left cheek more swollen than right and left lateral lip line upon palpation is rock hard/very hard¿. The injector ¿injected throughout nodules .5cc kenalog mixed with 1cc of lidocaine with epi and .5cc of hylenex®.¿ the injector plans to retreat with the same every 3 weeks until resolution. ¿currently taking cephalexin 500mg from eye doctor and z-pak 2 weeks prior¿. The symptoms have not resolved.